Event description:
It was reported that the tip of the wire was broken. A 330cm rotawire guidewire was selected for use in the left anterior descending artery. When the device was unpacked, it was noted that the tip of the wire was broken and could not be used. The procedure was completed with another of same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Media inspection revealed that in the photo was possible to observe the spring tip bent/kinked. However, the picture is not clear enough to determine if there was a detachment of the device or not. Visual inspection revealed that the returned guidewire had the spring tip bent/kink. Microscopic inspection revealed that the returned guidewire had the spring tip bent/kink.

Event description:
It was reported that the tip of the wire was broken. A 330cm rotawire guidewire was selected for use in the left anterior descending artery. When the device was unpacked, it was noted that the tip of the wire was broken and could not be used. The procedure was completed with another of same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer, a photo of the device was provided and analyzed. In the photo, it was possible to observe the spring tip is bent/kinked. However, the picture is not clear enough to determine if there was a detachment of the device or not. Since the device was not returned, no product analysis could be performed. H3 other text : device was not returned for analysis.

Event description:
It was reported that the tip of the wire was broken. A 330cm rotawire guidewire was selected for use in the left anterior descending artery. When the device was unpacked, it was noted that the tip of the wire was broken and could not be used. The procedure was completed with another of same device. No complications were reported and the patient was stable post procedure.